Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and diabetic ketoacidosis. The sensor was inserted into the arm on (B)(6) 2017. The patient¿s mother stated the patient was not feeling good and took a finger stick reading which read 501mg/dl, compared to the cgm which was reading 200mg/dl. The patient was taken to the emergency room. The patient¿s mother did not provide further event information. At the time of contact, the patient was in stable condition. Additional patient information is not available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.